Manufacturer narrative:
Manufacturing site: asahi intecc (B)(4), registration number: (B)(4). The reported gladius mongo 14 guide wire was returned for evaluation. Tip separation was confirmed on the returned guide wire at approximately 80mm distal to the junction of the shaft and the spring coil segments. The spring coil at the fracture end was found tightened and the core wire was wrenched off. Measurement of the returned guide wire indicated that approximately 5mm of the tip was missing. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion generated with wire manipulation had most likely contributed to the observed separation on the returned gladius mongo 14 guide wire. The applied stress would be localized and therefore exceed the product design limit likely when the wire tip was being caught and restricted its movement by the lesion, wrenching off the spring coil and core wire. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings]: observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunction and adverse effects]: separation of the guide wire.

Event description:
It was reported that the tip of an asahi gladius mongo 14 guide wire separated during a percutaneous peripheral intervention to treat a heavily calcified 90-99% occlusion in the right posterior tibial artery through the plantar artery. The tibial artery was treated first and the procedure moved on to the plantar. The guide wire was delivered with a concomitant over-the-wire balloon catheter when the wire tip became trapped and separated. Another asahi guide wire, confianza pro 12, was replaced; however, the radiopaque segment of the confianza pro 12 became also detached during attempts to cross the lesion. The confianza pro 12 was removed with the balloon catheter. The fragment of the gladius mongo 14 was left in site because no guide wire was able to cross the lesion. There were no adverse patient effects associated with this event. Gladius mongo 14 is reported under MFR report #: 3003775027-2021-00006. Confianza pro 12 is reported under MFR report #: 3003775027-2021-00007.